Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the connector disconnected three times from the patient's intubation tube, which caused desaturations in a sedated resuscitated patient. Patient has covid19 hypoxemic pneumonia and still in intensive care.